Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient came for a routine visit on (B)(6) 2016 and upon vad interrogation, the vad coordinator noticed multiple critical battery alarms and several power disconnect alarms logged. Patient denies any damage or issues with his batteries. Log files sent for urgent analysis. Log analysis revealed 1 power disconnect alarm over the past two weeks on (B)(6) 2016 at 1703. Per clinical engineering, going back to (B)(6) 2016, twelve critical battery alarms were logged involving both (B)(4). It was recommended to remove these batteries from service as they may be faulty since they were not <10% charge at the time of the alarm. Per the site's records, (B)(4) was exchanged in clinic on (B)(6) 2016. The site removed (B)(4) from service and replaced it. There was no impact to the patient.

Manufacturer narrative:
After further review of additional information received device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Correction : labeled for single use? One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the battery worked as intended, and was able to charge, discharge and communicate with the controller as intended during bench testing. Log file analysis confirmed the occurrence of multiple critical battery-2 alarms and several power disconnects alarms involving (B)(4).  All of which occurred from port ps-2.  None of these events were triggered by (B)(4), although this battery was connected in port ps-1 when the alarms occurred.  These alarms appear to be the result of a communication error between controller and said batteries. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing.  No failure detected, the reported event could not be duplicated at the bench level.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.